Event description:
The patient service representative (psr) assisting a (B)(6) old male patient contacted zoll lifecor customer support to report that the patient was receiving asystole alarms and belt communication errors. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the asystole alarms and belt communication errors was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.